Event description:
Tech alleged that the right side rail will not stay up. No pt was injured.

Manufacturer narrative:
Tech found the weld assembly was damaged. The tech replaced the side rail to resolve the issue.